Manufacturer narrative:
Addional reporter name is (B)(6). Addional event site email is (B)(6). Updated fields: b4, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (initial reporter, event site email). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reset the connection of the video receiver board, flat cable, and backplane board, but the issue persisted. The fse replaced the upper display monitor to lcd cable assembly (0012-00-1558). The unit passed all functional and safety checks. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit: e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cardiosave intra aortic balloon pump's display was flickering. There was no patient involvement.